Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type: extension, ubd: 14-nov-2022, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported there were low impedances on the left contacts 1 and 2 when the extensions were plugged into the ins. The extensions were removed from both the lead and the ins, wiped, and re-inserted, but the impedances remained low on contacts 1 and 2. No environmental, external, or patient factors were reported to have contributed to the event. The issue was not resolved. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the low impedances was still unknown. There were no interventions planned to fix the issue, and the issue was not resolved.